Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was treated with manual injection and the pump with new set. The customer was admitted to the hospital. The customer when to health care provider for chest pain and sent to emergency room. The cause of the hospitalization as per healthcare provider was chest pains and high blood glucose. The customer was treated on IV and was still on pump, still have problems with her blood glucose. The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 200 mg/dl. The customer found out that she had one motor error and multiple no delivery alarm. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer reported the alarm was resolved by a complete set changed. The customer was advised that the device would be replaced.